Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt510, (osseotite tapered certain implant 5 x 10mm) and one (1) unknown biomet screw for evaluation. Visual evaluation was performed, there was bone/blood debris on the implants internal and external threads. The implants internal hex was damaged. There was an unknown screw inside the implant. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the abutment screw is not torqued to specification. Therefore, based on the available information, a device malfunction did occur. The implants internal hex was damaged and there was an unknown screw inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that a screw fractured inside the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided . D10. Concomitant medical products xifnt510, osseotite tapered certain implant 5 x 10mm, lot 2013111989. G4: premarket identification unknown / not provided. H4: device manufacturer date unknown / not provided.